Event description:
The company became aware of incident as a result of a published clinical paper. The lcsj5 was used during a "vats" thymectomy. It was stated the cavitational effect of the device caused a perforation of the left brachiocephalic vein. It was stated the pt developed respiratory failure due to myasthenia gravis and rec'd a tracheostomy. The pt was placed on respiratory control and released to another hospital after 27 days.